Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 2.5x48mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross due to the anatomy. Therefore, the sds was removed from the patient and when pulling back resistance was noted and the stent strut became flared. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.